Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (294 mg/dl). Reportedly, the max bolus setting needed to be adjusted. Customer adjusted the max bolus settings, and a bolus was delivered to address elevated bg levels.